Event description:
The customer reported that the insulin pump was shutting off completely without low battery warning. Customer's blood glucose was 185 mg/dl and most recent blood glucose was 201 mg/dl. Customer stated the insulin pump restarted by itself, vibrate and lost communication with the sensor. Customer stated had to reprogrammed time and date. No related alerts found in the alarm history. Customer also stated that battery cap was replaced but did not solve the issue. . Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.